Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation. The right force sensing resistor (fsr) was found to be damaged. The fsr was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.